Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported " end popped off actual loop". No other information was provided.

Event description:
It was reported " end popped off actual loop". No other information was provided,

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged extension set was confirmed. The product returned for evaluation was one powerglide pro midline catheter extension set. Usage residues were observed throughout the sample and a needleless injection cap was attached to the female luer adapter. A complete break was observed in the extension tubing at the luer/tubing joint. Microscopic inspection of the break revealed a granular fracture surface. Beach marks were observed throughout regions of the break surface. Deformation, material flow and buckling were observed in the vicinity of the break surface. The break features and material buckling were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical forces such as twisting and kinking gradually cause a fracture to form and propagate. The location of the damage suggested that device securement, access and maintenance techniques may have contributed.